Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had detached retainer ring. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with pillowing keypad overlay and peeling keypad overlay. Test reservoir lock properly inside the reservoir tube. Device passed displacement test. No damage found at the reservoir tube ring. (B)(4).